Event description:
It was reported that a carelink transmission occurred due to a right ventricular (rv) lead integrity alert. Review of the information showed several non-sustained tachycardia (nst) and high rate nst episodes occurred. The rhythm appeared to be ventricular fibrillation (vf) with intermittent undersensing. The undersensing prevented detection from occurring. The patient was found deceased at home. The physician wondered why vf detection and therapy did not occur with the implantable cardioverter defibrillator (ICD). Technical services reviewed the information and concluded the only thing that may have made a difference in detecting the arrhythmia would have been a lower detection zone. A lead issue could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD), impl anted: (B)(6) 2013; 419478 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.